Event description:
Patient reported " breast tension, joints and nerves inflammation. Subsequent medical reported identified, " capsule from the left breast with a pronounced histiocytic reaction, apparently due to an implant defect", suspected implant defect on the left¿, and ¿abnormality in the left implant enlarged implant capsule with an inhomogeneous echo and an implant border¿, "evidence of polarization-optically refractory foreign material (nearest silicone) and foreign body reaction", "significant aching pain" and recurring tendency for the breast to swell". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade iii.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Inflammation/irritation-ndr: unable to observe since it is not related to the device. Arthritis-ndr: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.